Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer adjusted the bezel. All functions returned to normal. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure.the customer stated that they can able to take meds from another station.there were no adverse events or injuries reported based on this incident.